Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) reported an impedance issue on electrode 2 which was >40,000 ohms. The caller checked w/ reference electrode 0 & 1, but did not change reference to electrode 2 to see if the entire lead was affected. Caller programmed patient today and avoided electrode 2 .patient was implanted one week ago and ins was turned on today for first time so there was no therapy complaint. The caller reported the patient fell on her bum this past week after implant and wondered if that affected the lead. Caller reported she was there during surgical implant and there were no impedance issues reported at that time. Caller reported the physician is aware of electrode 2 is not viable. Additional information was received from the rep and it was reported that effective therapy was programmed around electrode 2. Physician took x-ray at time of appointment to verify no lead migration from fall, x-ray confirmed no lead migration. Cause of impedance issue not determined. Electrode is still out of range but was avoided during programming session. The manufacturer representative reported that the patient had a fall that caused the leads to become damaged.